Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cone of a blood gas syringe broke in the lumen itself, as the end got stuck in the lumen and came off the syringe. Per reporter, it is unclear how the incident occurred as no special force had been used on the syringe at the time. Per reporter, sampling was stopped closest to the patient, then stopped higher up on all taps. Reporter alleged air had been able to enter the line. The broken pressure set was detached and changed to a new one. No patient harm was reported.